Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after 4 days of wear. Customer further reported she experienced symptoms described as dizziness, drowsiness, and cold sweats and was incapable of self-treating. Customer was treated with juice and "2 magdalenas" by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to adhesive issue overbandage/support mount of the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after 4 days of wear. Customer further reported she experienced symptoms described as dizziness, drowsiness, and cold sweats and was incapable of self-treating. Customer was treated with juice and "2 magdalenas" by her husband. There was no report of death or permanent injury associated with this event.